Event description:
Upon reassessment of the reported event, it was determined to be not reportable for this specific event. No serious injury or harm to the patient reported for this event or prior events with same or similar products. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable for this specific event. No serious injury or harm to the patient reported for this event or prior events with same or similar products. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
(B)(4). Foreign country: (B)(6). It is unknown if the device will be returned for analysis, as the device remains at the spain warehouse; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that during the inspection of the kit in the warehouse, it has been detected that the piece is broken. No patient involved. No surgery occurred. Attempts have been made and additional information on the reported event is unavailable at this time.